Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient was scheduled for a pocket revision due to dissatisfaction with pump placement after a (B)(6) replacement. Pocket irritation was reported. The patient first underwent a lumbar fusion on (B)(6) 2015, and the pump pocket was opened and ¿what was thought to be pus¿ was seen in the pocket. A sample was sent for cultures and the pocket revision was completed as the lab results were not yet available. The cultures later came back positive for staph and the pump was put on minimum rate, and it was to be removed as soon as possible. The manufacturer¿s representative later reported that the pump remained active on the minimum rate ¿until the infection cleared.¿ it was unknown when the when the issue began. The date of the last refill was (B)(6) 2014. The patient did not have meningitis. The patient required hospitalization and explant. The perioperative antibiotic intravenous vancomycin was administered. The pump was used to infuse dilaudid, bupivacaine, and fentanyl. No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).